Manufacturer narrative:
Additional information: it was subsequently reported that the resolute onyx stent was implanted successfully. Stent pinch was noted post implantation. The stent was placed in the 1st diagonal - which resulted in a pinch lesion in the mlad. The mlad was treated with an additional resolute onyx stent. The bifurcation lesions were treated with mini crush technique. No allegation against the resolute onyx stent. The pinched lesion is being interpreted as an occlusion requiring intervention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was implanted in the mid lad. The 1st diag and mid lad were treated with kissing balloon technique. It was reported that there was a stent pinch associated with the mid lad stent implant. The patient is alive with no injury.